Manufacturer narrative:
Investigations: the implant was no available for evaluation. The surgical technique was not followed as the screws were not bicortical per the instructions in the surgical techniques. Conclusions: back out of the screws are possible undesirable effects which are described in the instructions for use. The reported incident is not a product related failure and does not question the efficacy of the pass lp system.

Event description:
In 2009, sales rep report 1 case of back out of sacral screw (s2).